Manufacturer narrative:
(B)(4). This report was confirmed because the nurse reported patient experienced peritonitis due to a breach in aseptic technique. A labeling review was performed and the labeling was found to provide adequate instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
The following information was received from (B)(4) and is a spontaneous report by a physician from the (B)(6) of break in aseptic technique and bacterial peritonitis with culture (B)(6) in a male patient coincident with extraneal viaflex and physioneal pd4 therapies. On (B)(6) 2011, the patient began extraneal viaflex (dose, and frequency not reported), physioneal pd4 1,36% and physioneal pd4 2,27% (doses, and frequencies not reported) intraperitoneally (ip) for diabetic nephropathy. Extraneal viaflex and physioneal pd4 1,36% and physioneal pd4 2,27% therapies were ongoing. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced bacterial peritonitis and was hospitalized that same day. On (B)(6) 2012, the patient was treated with an unspecified antibiotic for the bacterial peritonitis. The peritonitis was probably caused by the break in aseptic technique. At the time of this report, the unspecified antibiotic was ongoing and the patient remained hospitalized. Outcome for the event was considered not resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding if the patient was retrained on proper aseptic technique has been requested. A follow-up report will be submitted if additional information becomes available.